Event description:
Device is leaking and makes strange noises.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. Sounds like a buzz, a loud vibration mixed with a scraping. Replaced circulation pump. No leak was seen. In the as was too much water so a little bit of water went through the overflow outside. Performed pm procedure. Replaced drain valves, heater, mixing pump. Cleaning, inspection, functional check, water replacement, new calibration, est, mtk. Device without error. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Full initial reporter phone number provided: (B)(6). Full initial reporter facility name: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.